Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Insulin pump trace download analysis confirmed the insulin pump alarmed power error . The power management tool confirmed power error alarms were triggered when the battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the insulin pump was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received replace battery now alarm as well as power error detected alarm. Customer's blood glucose level was 4.6 mmol/l. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Troubleshooting was performed. Advised the insulin pump will need to be replaced and recommended customer refer to back up plan. The insulin pump will be returned for analysis.